Manufacturer narrative:
In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The product was found to have leakage while still sealed in its packaging.